Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The report of ECG monitoring failure could not be reproduced during testing. The device passed all functional evaluations. Device logs showed ECG monitoring failures occurring concurrently with rapid cable ID changes, suggesting connection from the device to the multifunction cable (mfc) was a factor. We can also see from the log some troubleshooting including a device restart which appears to resolve the circumstances for the remainder of the event. The mfc used during the event was not returned for evaluation. The defib receptacle was replaced as a precaution. The replacement mfc was sent to the customer. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.